Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Event description:
During review of internal programming history a programming anomaly was noted. On (B)(6) 2010, the patient's settings were initially 1.25/ 20 / 1000/ 60 on time / 1.1. A faulted system diagnostic test occurred, which changed the patient's settings. The physician then only corrected the patient's settings to 1.25/ 25/ 1000 / 60 on time / 60 off time prior to the patient leaving the office. The patient was seen (B)(6) 2010 and their settings corrected to their intended therapy.